Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error with the adc device. Due to this issue, the customer became hypoglycemic with loss of consciousness and fall. Additionally, the customer reported that they had broken their leg during fall. However, no further details of the event were provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.this report is being submitted as new/additional information regarding the adverse event was received by adc on 22 sep 2022 and a new report containing this information was submitted under g8 - MFR report #2954323-2022-36571. All further follow up reports regarding this adverse event will be submitted under g8 - MFR report #2954323-2022-36571.

Event description:
A customer reported a sensor error with the adc device. Due to this issue, the customer became hypoglycemic with loss of consciousness and fall. Additionally, the customer reported that they had broken their leg during fall. However, no further details of the event were provided. There was no report of death or permanent injury associated with this event.